Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms and that the pump shut off unexpectedly multiple times for the past two weeks. The contact stated that the pump would turn on after several minutes. The customer's blood glucose level was impacted ranging from 200-400 mg/dl. It was indicated that the customer would take manual injections and a correction bolus to stabilize blood glucose level. During the call with tandem technical support, the contact indicated that the customer was at school and not receiving any occlusion alarms. No troubleshooting could be performed for the pump unexpected shut off. Multiple attempts have been made to contact the customer that have been unsuccessful.